Event description:
Leica biosystems received a complaint regarding suboptimal processing of tissue comprising prostate biopsies, polyps and gastric biopsies in approx. 60 cassettes from an eight (8) hour run in retort b. On (B)(6) 2013, leica biosystems received info from the complainant indicating that one (1) skin punch biopsy was not diagnosable and that re-biopsy of the patient, which had been recommended by the lab, was scheduled for the following week. A patient identifier and both the gender and age of the pt have been requested, but not received. On (B)(6) 2013, the complainant advised that re-biopsy of a further male patient had also been recommended following review of slides prepared from a prostate biopsy. Info as to whether this procedure has been performed has not been provided to leica biosystems to date.

Manufacturer narrative:
The sub-optimal tissue processing reported was derived from the "factory 8hr xylene free" protocol started in retort b at 12:45pm on (B)(4) 2013. This protocol comprised 100 cassettes, based on data entered into the instrument software by the user. Investigation of this complaint found that the instrument operated within specification during execution of the "factory 8hr xylene free" protocol started in retort b at 12:45pm on (B)(4) 2013, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing from the "factory 8hr xylene free" protocol started in retort b at 12:45pm on (B)(6) 2013, was use of protocol of inappropriate duration for the size of the tissue samples being processed because a user failed to follow the MFR's instructions. Specifically, a total of 100 cassettes comprising both small biopsy samples and routine samples had been processed together using an eight (8) hour protocol; and only the 60 cassettes containing small tissue samples were adversely impacted. As detailed in section 8.2.1 of the leica peloris/peloris 11 tissue processor user manual, which tabulates the recommended protocol duration for maximum tissue dimensions and different specimen types, an eight (8) hour protocol is inappropriate for processing small biopsy samples.